Event description:
Medtronic received information regarding an imaging system being used in a probe placement procedure. It was reported that the system was having issues opening and closing the gantry, the buttons became unresponsive and the site has to release and then press again. Then was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The pendant was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned pendant was installed on a known working system. The system booted and readied. They performed motion calibration and it passed. When pressing the close door button, the door would stop half way through, they would need to release the door close button then press it again for the door to close. It failed visual inspection due to laminate on the soft keys 2d and 3d separating from the pendant. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed that the pendant door close button stops working intermittently when closing. The pendant was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a probe placement procedure. It was reported that the system was having issues opening and closing the gantry, the buttons became unresponsive and the site has to release and then press again. Then was less than an hour delay in the procedure. No impact on patient outcome.